Manufacturer narrative:
The serial number was documented as unknown in the initial report. It has been updated as (B)(4). Therefore, UDI: (B)(4). The date of manufacture was documented as unknown in the initial report. It has been updated as nov 17, 2006. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a broken/missing neuro tip (dura guard foot). It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment could be forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow instructions for use which is user misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date is unknown. The serial number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after the cleaning process, it was observed that the tip of the craniotome device was missing. The event did not occur during a surgical procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.